Event description:
Explanting physician reported capsular contracture, baker grade IV, with multiple folds, seroma, and presence of a small solid nodule diagnosed via ultrasound and "significant swelling of the breast. The device has been explanted with a complete capsulectomy and replaced with another manufacturer's device. Samples have been sent to pathology. Pathological results show an intracanulicular fibroadenoma. This relates to the left side.

Manufacturer narrative:
Additional, changed, and/or corrected data: h6. Photo analysis: visual analysis of the photographs identified: capsular contracture: unable to observe as it is not related to the device. Seroma-late: unable to observe as it is not related to the device. Edema: unable to observe as it is not related to the device. Crease/folding of implant: no creases were observed. No additional observations. No further actions are required as no manufacturing issues are observed.

Manufacturer narrative:
Continued e.1 phone number: (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of seroma-late and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: seroma-late, capsular contracture.

Event description:
Explanting physician reported capsular contracture, baker grade IV, with multiple folds, seroma, and presence of a small solid nodule diagnosed via ultrasound and "significant swelling of the breast. The device has been explanted with a complete capsulectomy and replaced with another manufacturer's device. Samples have been sent to pathology. Pathological results show an intracanulicular fibroadenoma. This relates to the left side.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture : unable to observe since it is a medical event and is not related to the device. Seroma-late : unable to observe since it is a medical event and is not related to the device. Edema : unable to observe since it is a medical event and is not related to the device. Crease/folding of implant : no observed. Additional observations: deformation observed on the device. No further actions are required as no issues with the manufacturing process are observed. Additional, changed, and/or corrected data: d.9; h.3; h.6.

Event description:
Explanting physician reported capsular contracture, baker grade IV, with multiple folds, seroma, and presence of a small solid nodule and "significant swelling of the breast. The device has been explanted. Pathological results show an intracanulicular fibroadenoma. This relates to the left side.